Event description:
It was reported that during a lap proctocolectomy the device was placed down and the retaining pin placed in position. The first trigger was pulled back to click and was held 10-15 seconds. The second trigger was fired plastic to plastic and the specimen was removed. The sizer was inserted into the rectum and it went straight through. On closer inspection it appeared that the device had cut and not stapled. The pt was turned to face down position and from the bottom end it also appeared that no staples had formed and the device had just cut. On the specimen side there were some staples, but not properly formed. A hand anastomoses had to be performed and took an extra 2.5 hrs. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.